Event description:
The device will not switch on. There was no patient involved in this event.

Manufacturer narrative:
Pad pak was not seated correctly. The pad pak was reinstalled and it was confirmed the device was working correctly.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The device will not switch on. There was no patient involved in this event.